Event description:
It was reported following generator exchange that the pacemaker exhibited a failure to be interrogated. It was found that the device had gone into backup mode due to oversensing of noise. The patient experienced discomfort due to pacing sensation. The pacemaker was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿pacemaker found in back-up mode¿ was confirmed. The reported event of over-sensing, failure to interrogate, and 'therapy delivered to incorrect body area' could not be confirmed. As-received, device was in backup operation which is consistent with that occurring from exposure to electrocautery during the surgical procedure at implant. User¿s manual indicated that electrosurgical cautery could inhibit the pulse generator operation. Analysis performed after reloading product code indicated that the device exhibited normal device characteristics with no anomalies. The battery voltage is still normal and above elective replacement indicator. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found that might have contributed to the reported events.